Manufacturer narrative:
The serial number of the subject pacemaker is unknown. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a box change where the subject kora 250 pacemaker was implanted, the patient rhythm reportedly dropped down to a 20min-1 escape rate because the pacemaker failed to pace upon leads' connection. Pacing began only when the device was placed into the pocket. It was also reported that the automatic implantation detection feature did not detect the leads' connection (existing leads are bipolar leads). The patient is pacemaker-dependent, and the pacemaker was expected to pace in bipolar configuration immediately upon leads' connection.

Event description:
During a box change where the subject kora 250 pacemaker was implanted, the patient rhythm reportedly dropped down to a 20min-1 escape rate because the pacemaker failed to pace upon leads' connection. Pacing began only when the device was placed into the pocket. It was also reported that the automatic implantation detection feature did not detect the leads' connection (existing leads are bipolar leads). The patient is pacemaker-dependent, and the pacemaker was expected to pace in bipolar configuration immediately upon leads' connection.

Manufacturer narrative:
Preliminary analysis results showed that the reported loss of pacing upon leads' connection could not be confirmed based on available data. The possible hypotheses to explain the reported behavior could be: external noise sensing during implantation procedure, improper lead connection or lead micro-displacement.

Event description:
During a box change where the subject kora 250 pacemaker was implanted, the patient rhythm reportedly dropped down to a 20min-1 escape rate because the pacemaker failed to pace upon leads' connection. Pacing began only when the device was placed into the pocket. It was also reported that the automatic implantation detection feature did not detect the leads' connection (existing leads are bipolar leads). The patient is pacemaker-dependent, and the pacemaker was expected to pace in bipolar configuration immediately upon leads' connection.